Event description:
The customer contact reported that the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events and no reported depays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 malfunction alarm code. No additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.